Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the one of the wires of the maryland bipolar forceps instrument was pinched and the energy could not be applied. The instrument did not work. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the site and obtained additional information regarding this event. The customer did not think that the wire was exposed due to the damaged insulation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the da vinci product with an alleged issue to perform failure analysis as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. Failure analysis found the secondary failure of damaged insulation to related to the customer reported complaint. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Missing piece, measuring approximately 0.56mm x 2.24mm in size, was observed. The instrument failed the electrical continuity test. Further inspection found a broken conductor wire.

Event description:
Refer to h10/h11 for follow-up information.